Manufacturer narrative:
Corrected h.6 investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the complaint event. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst and difficulty withdrawing the device through the sheath were unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Available information therefore suggests that patient (calcification) and procedural factors (balloon burst) likely contributed to the complaint event. The technical summary is applicable to this complaint because calcification was present in native annulus and likely caused the balloon to burst. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent an implant of a 26mm sapien 3 valve, by transapical approach. During valve inflation, balloon burst. As reported by the medical team, balloon was not overinflated and the burst occurred in the first two seconds after full inflation, in the middle part. Valve was anyway successfully implanted, retrieval of the tip of the balloon was difficult from the apex of the left ventricle, but there was no injury caused to the patient as a result. Patient outcome was favorable. As per medical observation, the degree of calcification of the aortic root was high and could have influenced the burst.